Manufacturer narrative:
Stryker further evaluated the removed user interface pcb and found that component fl8 was missing/broken off the pcb. The cause of the issue was determined to be physical damage caused by customer abuse.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and found the device does power on but the display remains blank. Stryker replaced the device's user interface pcb to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.